Event description:
Patient presented with constant bilateral vocal cord paralysis, that was noticed for the first time following a scoliosis surgery that was performed on (B)(6) 2020. The physician noted that they do not know the cause of the vocal cord paralysis. No other relevant information has been received to date.